Event description:
It was reported to tycohealthcare/kendall in 2004 that a chest tube was inserted in 2004. The 11-7 staff noted that there was no suction. In assessing the unit, it was noted that the inner tube in the suciton cylinder was floating in the chamber. The drainage set was removed and replaced with no incident. There was no harm to pt.